Event description:
It was reported that the medication squirted out the side of the needle. They had cleared the air from syringe prior, and no leak was noted. There was no complain about pain from the patient.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
D3 - mfg establishment name and address: corrected. H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.